Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high glucose results from accu-chek inform meter serial number (B)(4) for one patient. At 6:55 am, a result from an unknown meter was 79 mg/dl. At 11:43 am a result from meter serial number (B)(4) was "crhi" (critical high result above 500 mg/dl). The customer verified result was 526 mg/dl. At 11:50 am, a result from meter (B)(4) was 107 mg/dl. There was no treatment was provided based on the results and the patient was not adversely affected. The staff felt the 107 mg/dl result was accurate. Both levels of quality controls were run and passed on all meters within 24 hours of the results. The suspect meter and strips were requested to be returned for investigation. The returned test strips were tested with a retention meter and quality control material. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 44, 45, 45 mg/dl, level 2: 298, 298, 301 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No information was provided in the complaint case that would point to a cause for the result discrepancy. Possible causes include traces of food on the fingers or fatty residues from skin cream products, residues of water or disinfectant on the skin, or peripheral circulation is impaired.